Manufacturer narrative:
The sample was returned for evaluation. The investigation was confirmed for catheter aneurysm, however the root cause could not be determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the hickman single lumen catheter products that are cleared in the us. The pro code for the hickman single lumen catheter products is identified in d2.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce, chronic catheter, allegedly experienced catheter aneurysm. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.